Event description:
A surgeon reports that pneumatic retinopexy was performed for retinal detachment repair. A gas bubble was placed to seal the retinal break. The gas bubble dissipated in five days. No additional treatment was required. The pt is stable and the retina has reattached.